Event description:
Received information that the customer is a new user who inadvertently performed a fill tubing while attached to the infusion site. The customer ate food to avoid getting low blood glucose levels. Her blood glucose level was reportedly 138 mg/dl the following morning.

Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.